Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported it was difficult to withdraw the catheter and a spline break occurred. An intellamap orion mapping catheter and an asymmetric zurpaz sheath were selected for use during a paroxysmal atrial fibrillation ablation procedure. Resistance was felt when retracting the undeployed catheter into the straight sheath. Upon examination, one end of a spline had detached in the sheath, at the shaft end. There had been no prior indication that the catheter was defective; there had been normal display on the rhythmia screen and normal tracking. The catheter had not become entangled with any other catheters during the procedure and the patient did not have any unusual cardiac anatomy. The catheter was replaced and the case continued with no issues. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device eval by manufacturer: visual inspection of the returned device revealed spline 6 was detached at the proximal end and deployment shaft peeling was present. There was evidence of adhesive on both the spline and spline attach point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported it was difficult to withdraw the catheter and a spline break occurred. An intellamap orion mapping catheter and an asymmetric zurpaz sheath were selected for use during a paroxysmal atrial fibrillation ablation procedure. Resistance was felt when retracting the undeployed catheter into the straight sheath. Upon examination, one end of a spline had detached in the sheath, at the shaft end. There had been no prior indication that the catheter was defective; there had been normal display on the rhythmia screen and normal tracking. The catheter had not become entangled with any other catheters during the procedure and the patient did not have any unusual cardiac anatomy. The catheter was replaced and the case continued with no issues. There were no patient complications and the patient was stable.